Event description:
On 4/18: covidien regional office reports, a customer reported that 60cc intra venous air injection to a pt without contrast media injection (optjet). The pt had to be transferred to an intensive care unit for recovery. The pt was treated with a hyperbaric oxygen caisson. No more consequence to the pt. The pt had to get a scanner exam for melanoma extension. The air injection was performed by error. Four days later: male having CT procedure. Contrast media with optiray 350 prefilled syringe. Add'l info has been requested. Two days later: customer reports, "before pt injection, the nurse placed 2 syringes in the injector head: one 200cc syringe in the channel a and one optiject 125cc syringe in the channel b. A catheter line was filled with nacl solution with a small syringe, and then it is connected to the patient IV catheter. Before connection of this line to the optiject syringe, the nurse waited for 10 mins. After this time, she connected this line to the optiject prefilled syringe (b) and the injection was started. So the pt received the nacl solution from the line and air coming from the prefilled syringe. The nurse told the technician that the prefilled syringe was partially emptied when the injector head was reversed. She saw liquid on the floor under the injector." The technician explains to me that in the center, they performed a lot of exams. They work very quickly. They prepare 2 syringes (one for the pt, and one other for the future pt). The tech thinks that in fact the syringe previously used for a pt just before was not removed from the injector (maybe the head was unlocked and relocked in error with the empty syringe.

Manufacturer narrative:
Liebel flarsheim manufacturing report: service evaluated the injector per the MFR's performance checklist from the optivantage svc manual, and found it to be operating within specifications.